Manufacturer narrative:
The device associated with this report was not returned. A lot specific search of the complaint database and/or DHR review was not possible as the lot code was not provided. The investigation could not draw any conclusions regarding the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient seeking legal action. Pfs received from legal. Medical records received from legal.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges elevated metal ions.